Event description:
While using a byte night aligner, a patient experienced significant jaw discrepancy in multiple planes in addition to a skeletal asymmetry. This combined with her malocclusion has contributed to her tmj issues. Patient discontinued use immediately and will receive other treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.